Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that the hemostatic valve was damaged and leaking. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.